Event description:
A pump inversion was reported. Diagnosis indicated that the pump was unable to be filled on (B)(6) 2004. The pump was re-sutured on (B)(6) 2004. The medications used within the system were noted to have been "compounded baclofen or morphine sulfate." No patient signs or symptoms were reported, and the event was noted to have been resolved without sequelae. No additional information was available at the time of this submission.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
Additional information received reported that the previously reported device serial number was incorrect. The serial number for the device involved in this event is listed below.